Manufacturer narrative:
The device was not returned to the manufacturer for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. There was a small leak around one of the blood lines, slow drip around the blood port. The leak was visually observed coming from a crack that was noted around the blood port of dialyzer. Estimated blood loss was 60 cc's. Pt did not require any medical intervention. Sample is not available; sample was discarded.